Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument was noted to have broken cables. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-apr-2026: the surgeons could not observe fragments from the device falling into the patient during the procedure. The patient was not injured.